Event description:
It was reported that the patient with this implantable pacemaker was not feeling well after device implant surgery. The patient was experiencing dizziness with heart rate fluctuating. The patient advocate stated that the health care professional (hcp) advised to go to the hospital and to have patient hydrated. Furthermore, patient was referred to device clinic. To date, the device remains in service. Additional information was received that mentioned that the right atrial (ra) lead was dislodged, and it was successfully repositioned. No additional adverse patient effects were reported.